Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube.

Event description:
The customer reported via telephone call the insulin pump was cracked at the top of the reservoir compartment. The customer was unaware of how the damaged occurred. The customer also reported a high blood glucose of 439 mg/dl. The customer declined troubleshooting for high blood glucose due to being on dialysis. The customer treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.